Event description:
Boston scientific received information that this right ventricular (rv) lead had fractured and was oversensing and gave an inappropriate shock. The lead was explanted and a replacement rv lead was implanted in its place. No adverse patient effects were reported.

Event description:
Additional information from the field indicates that this lead was surgically abandoned and not explanted from the patient. Again, no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.